Event description:
The customer contacted beckman coulter, inc. (Bec) to report that a tube had broken when run on their synchron lxi 725 chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. There was no exposure or injury to the customer. Medical attention was not sought. The customer was advised to wear personal protective equipment prior to beginning troubleshooting activities. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A bec rep spoke with the lead tech at the lab. The lead tech believes that the event may be due to operator error from either placing the cup incorrectly or using the wrong type of cup. There were no level sense or motion errors indicating a hardware failure. The customer cancelled the planned field service visit. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.